Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The distal set up joint (suj) and universal surgical manipulator (usm) have been returned and evaluated by the failure analysis team. The distal suj and usm were tested, and the reported failure could not be replicated. The suj was also tested on a testing platform and failed the fiber test and the friction test, but these are unrelated to the reported issue. For the usm, it was noted that there was no fluid intrusion or physical damage.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The universal surgical manipulator (usm) on return material authorization (RMA) (B)(6) has been evaluated by the failure analysis (fa) team. Fa was able to confirm and reproduce the reported complaint. The unit was tested on an in-house system in normal mode without any errors. The unit was also testing on a psc fixture test platform (pftp) where all related test passed but was visually found the usm was drifting. After a further investigation on pftp, the usm was retested, and fa was not able to replicate the issue. The drifting pointed to a calibration issue on yaw/pitch searchlights. As a fix, yaw/pitch searchlight will be replaced. The usm on RMA (B)(4) has been evaluated by the failure analysis (fa) team. Fa was able to confirm the issue in the logs but could not reproduce the issue. The unit was tested on an in-house system without any error. The unit was also tested on a pftp and passed all tests. As a precaution, the yaw/pitch searchlight single axis (slsa) assembly and yaw/pitch slsa flat flex cable (ffc) will be replaced. The proximal setup joint (suj) on RMA (B)(4) has been evaluated by the failure analysis (fa) team. Fa was able to confirm the issue in the logs but could not reproduce the issue. The axes controller setup (acu) will be replaced as a precaution.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a video clip related to the alleged complaint. A review of the video clip was initially conducted by rpms analyst and confirmed that the arm drifted to the left after the or staff pressed a button on the arm.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that prior to starting a da vinci-assisted benign hysterectomy surgical procedure, the arm drift noticed on arm #1. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the device inspected prior to use. The issue occurs with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer. The issue did not occur while the surgeon was attempting to manipulate instruments from the surgeon console. The failure was not related to an inability to move the instrument at all. The movements of the surgeon scaled appropriately to the instrument. The instrument moved in the intended direction. The timing of instrument movement was appropriate. There was no shakiness and/or friction. There were no external collisions. The issue was intermittent. Video of the issue is available but not provided.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulators (usm); however, the issue persisted. The fse replaced the proximal set up joint (suj) outer, and distal suj outer which resolved the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.